Event description:
It was reported that the device slipped while on the patient. It was unknown if there was patient injury. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on april 12, 2017. Results: evaluation of returned device; our customer service engineer was not able to confirm this failure. With regards to the returned unit, the lock has rotational movement when the unit under pressure, this would not have called a slippage. When unit is properly positioned and put under pressure, the unit would not have slipped. DHR review; no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. Complaints history; no manufacturing or design related trend has been identified. Post market information will continue to be monitored. Conclusion: our field service engineer determined the this failure was user error in the setup. Our unit met all specs was deemed to be functional sound.

Manufacturer narrative:
Additional information received on 22feb2017 with the following: on (B)(6) 2017, a (B)(6) female patient underwent a posterior cervical laminectomy. Mayfield adult disposable skull pins (a1083) were used. The lot number was not noted and the pins are not available to be returned for evaluation since they were discarded after the case. Surgery was not performed with a stereotaxy device. The patient was positioned prone all through the procedure. The patient's head was the mayfield headrest and a 1 cm cut on the patient's bridge of nose was found after the patient was flipped back on the bed. The length of time the product was in use before the event occurred was one and a half hours. Steristrips were applied on the cut. No action was taken by the user, in terms of any adjustments made on the device or replacement of the device, after the product problem occurred. Patient outcome was reported as good.